Event description:
A patient undergoing a coronarography procedure, experienced a temporary third degree atrioventricular (av) block, requiring insertion of a 6f pacel bipolar pacing catheter. Several days later, while the patient was completing the coronarography procedure, the temporary pacing catheter was removed, after which the patient developed cardiac tamponade, and expired due to cardiogenic shock.

Manufacturer narrative:
Additional information has been requested. A follow-up report will be submitted upon completion of the investigation.